Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned positioned correctly in the iol case. Solution is dried on the iol. One haptic has arm damage, the other haptic is intact. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "manufacturing defect". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all intraocular lens (iols) are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported the iol found to be defective. No further information expected as reporter was unwilling for follow up.